Event description:
Customer reported: "blood coming out of clave end with pt tried to disconnect IV tubing. Plug on clave did not close as supposed to, it stayed open and blood was coming out of line." Samples were discarded. A nursing visit was made to the home to change the clave but the pt did not experience any adverse effects. User agency reported via voluntary medwatch report 1019517, stamped 8/9/2000. No pt injury or adverse effect reported.